Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized and he would like to check the pump to rule out a few things that could have landed him in the hospital. Customer stated that he may have given himself a double shot or the pump may have malfunctioned. Customer stated that his wife had a stroke a while ago and he no longer has low blood glucose awareness. Customer stated that a little sister noticed that he was having an episode. Customer was helping with exercise for the big brothers and sisters program. Customer stated that he was not doing anything more strenuous than normal. Customer's current blood glucose is 200 mg/dl. Customer was not sure if he treated. Customer was hospitalized on (B)(6) 2016 with a blood glucose level of 60 mg/dl. Customer had a low event but was not sure if he gave himself a double shot. Customer has not been given a cause of the hospitalization and is still at the hospital. Customer was wearing the pump at the time of the hospitalization.